Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: initial reporter address 2: 13 av marechal de lattre de tassigny d: no information found for di number. G: no information found for 510(k) number. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the customer's problem was duplicated. The tests found a damaged dso seal, damaged battery compartment and scratched lens. The primary cause of the problem was a damaged battery compartment. The dso seal, battery compartment and lens were replaced to fix the issue.

Event description:
It was reported that the battery compartment was broken. There was unknown patient involvement and unknown patient harm/adverse event reported.